Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that during service conducted at the manufacturer after the trigger was released the device was experiencing run-on. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event

Manufacturer narrative:
Follow-up report submitted to document device evaluation.

Event description:
It was reported that during service conducted at the manufacturer after the trigger was released the device was experiencing run-on. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event